Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was received for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed flickering green video output when the connector is moved. Further investigation revealed the connector is damaged. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a damaged connector. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the connection of the camera head was not bringing picture to the screen. Incident occurred while setting-up to a knee scope. A back-up device was available and no delays occurred. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.